Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was found to have triggered a remote monitoring disabled alert with an aberrant date value. Technical services (ts) alerted the field representative a save to disk would need to be completed so engineering can review device data. A save to disk was completed and engineering data analysis found a single very low battery measurement disabled radio frequency and remote monitoring. Engineering advised prompt explant is recommended. Additional information from the field representative provided this pacemaker system also exhibited high right atrial capture thresholds. No other information could be provided. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was found to have triggered a remote monitoring disabled alert with an aberrant date value. Technical services (ts) alerted the field representative a save to disk would need to be completed so engineering can review device data. A save to disk was completed and engineering data analysis found a single very low battery measurement disabled radio frequency and remote monitoring. Engineering advised prompt explant is recommended. Additional information from the field representative provided this pacemaker system also exhibited high right atrial capture thresholds. No other information could be provided. This pacemaker remains in service. No adverse patient effects were reported.